Event description:
Reportedly, the last part of the staple line was malformed. Used another sulu. No pt injury. Per add'l info just obtained, the surgical time was extended by 30 mins. Report changed to serious injury. Procedure: colon resection.

Manufacturer narrative:
06/06/2007: initial report sent to FDA.